Event description:
It was reported to boston scientific corporation that an escape nitinol stone retrieval basket was to be used in a urology surgery for specimen retrieval procedure. There was no patient information reported or able to be obtained. According to the complainant, the basket from the escape nitinol stone retrieval basket was found to be damaged in its sealed package while unpacking the device prior to the procedure. The date of the event and/or the procedure as well as how the procedure was completed was also unable to be obtained. No status on patient complications or condition was available. Attempts to obtain additional information regarding the event were unsuccessful.

Manufacturer narrative:
Result: escape nitinol stone retrieval basket. Analysis of the returned escape nitinol stone retrieval basket revealed that the device was defective. The basket and all of the basket wires were present; however, one of the basket wires was broken. The broken wire was attached. The basket opened fully and closed without issue. Per the event description, the defect was identified inside the sealed pouch; however, the pouch was opened when received, so it could not be confirmed that the defect was caused during transit. Therefore, the most probable root cause for this complaint is unpacking/handling damage. It should also be noted that a nitinol wire breaking, but not detaching from the device is not a medwatch reportable event.

Event description:
It was reported to boston scientific corporation that an escape nitinol stone retrieval basket was to be used in a urology surgery for specimen retrieval procedure. There was no patient information reported or able to be obtained. According to the complainant, the basket from the escape nitinol stone retrieval basket was found to be damaged in its sealed package while unpacking the device prior to the procedure. The date of the event and/or the procedure as well as how the procedure was completed was also unable to be obtained. No status on patient complications or condition was available. Attempts to obtain additional information regarding the event were unsuccessful.